Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the device resulted in a "no dispense" alarm. It is unknown if there was patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
Four samples were received for evaluation. Visual and functional testing were performed and the reported issue was not confirmed. Visual inspection did not reveal any damage. During functional testing, the sample was filled and primed per testing protocol and the reported issue could not be duplicated. Manufacturing controls are in place to help prevent occurrence of the reported issue. A device history record (DHR) review was performed which revealed no non conformances were identified during manufacture. The root cause for the reported issue could not be determined. Complaint trends will continue to be monitored. Additional information: d5 and e4 is unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).